Event description:
It was reported there was a wire sheath exchange to a pigtail catheter, and this did not fully deploy in its safe loop. This is when (B)(6) sales rep believes to be the most likely time for the perforation to have occurred. The physician could not determine which time the perforation actually occurred. The most remarkable part of the procedure was the difficulty getting the pigtail catheter to advance into the appendage. As a note, this would have been more of an operator/tech catheter exchange error as opposed to a wire/device error. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).